Event description:
Pt seen at pacemaker clinic for weakness and dyspnea. Testing revealed complete battery depletion which is unusual since most last about 5 yrs. It also showed atrial lead malfunction. Since the pt had undergone open heart surgery in july, there was a concern that the lead may have been damaged during surgery. A new pacemaker generator was implanted on 10/15/96 at which time evaluation of the leads revealed no apparent damage and they were utilized. The physician felt that the generator's early depletion was secondary to the high settings required for this pt with severe heart disease.